Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable device. The indications for use were chronic low back pain and spinal pain. The healthcare provider reported pump erosion and stated that it "looks like its infection and eroded through the skin". The area of the erosion was noted as the pocket and it was unknown if the infection was confirmed. Per the healthcare provider the surgeon was removing the pump today. Drug, other medications the patient was taking, pertinent medical history, when the patient first started experiencing the symptoms, if the infection was confirmed, diagnostics, and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.